Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Patient was implanted with lcp wrist fusion plate and unspecified quantity of screws construct on an unspecified date. Patient was returned to the operating room on (B)(6 )2013 after x-rays taken on an unspecified date revealed two screws were broken at the body of the screws below the plate holes. Surgeon removed plate and screws but left the fragmented body of the 2 screws implanted in order to prevent bone voids. Procedure was completed to the satisfaction of the surgeon. It was reported that patient non compliant activities may have contributed to the screws breaking. This report is for an unknown screw. This is 1 of 2 reports for (B)(4).

Manufacturer narrative:
The device is used for treatment, not diagnosis. Explant date (B)(6) 2013. Received by manufacture on 3/18/2013 from hospital completed questionnaire.